Event description:
It was reported that bd syringe s2 2ml was clogged. The following information was provided by the initial reporter: "in september there was an incident where one syringe of the batch with lot number 2010152 had an obstruction."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided lot number 2010152. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were not available for return, twenty retained samples were obtained for further evaluation by our quality engineer team. The retained samples were examined and no signs of defect could be identified. Based on the provided feedback, it is possible that a breakage in the syringe product could have caused the barrel tip to become clogged. This type of breakage could have been a consequence of a molding issue. However, an exact cause cannot be determined. H3 other text : see h10.

Event description:
It was reported that bd syringe s2 2ml was clogged. The following information was provided by the initial reporter: "in (B)(6) there was an incident where one syringe of the batch with lot number 2010152 had an obstruction."